Event description:
It was reported that it was very difficult to aspirating the catheter. There was a suspected, but unconfirmed flipped pump. The patient seemed to not get adequate therapy and seemed to have more pain than usual. The location of issue or symptoms was an unknown location. Diagnostic or troubleshooting performed included a dye study. The action required as a result of the event included a revision. It was noted that from the looks of the pump when the healthcare provider (hcp) made the incision, the pump seemed to have flipped several times. The catheter was twisted several times due to possible flipping. The location of the catheter issue was the pump connector. The catheter was revised and replaced while the hcp was already there working. The patient¿s status at the time of report was alive ¿ no injury. The product issue was resolved. The patient seemed to be doing fine at the time of report. The pump was used to infuse morphine.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).